Manufacturer narrative:
G2: the country of the event is austria. Radiographic image review indicated that 2 panel ap lateral x-ray of l4-5 interbody fusion was provided. The 2 panel image of ap/lateral x-ray shows the interbody graft is collapsed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for an indication of antelisthesis l4/5 with spinal canal stenosis. It was reported that the cage was collapsed after several months of implantation. There was no patient symptom reported. There were no further complications reported regarding the event.

Event description:
Additional information was received regarding the event. It was reported that during postoperative x-ray follow-up examinations, it was observed that there was a postoperative loss of this height expansion. In other words, the implant lost the height it had gained. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: b3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.